Event description:
It was reported that a cot missed the safety hook when being unloaded from an ambulance. No adverse consequence reported.

Manufacturer narrative:
Cot was examined by service technician and was found to be operating according to specification. Customer's misuse caused the event.